Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot gd898486 was manufactured from: 12/19/2014 ¿ 12/22/2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. A CAPA currently exists that addresses this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap had inadequate iodine. This was found before use and the patient did not use the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.